Manufacturer narrative:
F12 was determined to be no longer applicable to this report and was updated to f11.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery in an 87-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. A new impella cp implant was placed in the cath lab. Upon arrival to the ccu, fellows noted oozing at the impella access site. The dressing was removed, angle matched, and redressed. Post-procedure, partial thromboplastin time (ptt) was 272. The hematoma continued to expand, with a fellow holding manual pressure and vascular surgery consulted. Contributing factor was frequent patient movement. The patient remained on support. Bleeding may be associated with access-site complications, anticoagulation requirements, and patient movement during impella support.